Event description:
The device was used during a laparoscopic cholecystectomy. The applier would not work properly. The instrument was spitting clips that were unformed. Another applier was opened and it worked fine. There was no consequence to the pt. 08/23/1996 1825 it was reported 3 clips fell into the pt and all were retrieved laparoscopically.

Manufacturer narrative:
H6: added evaluation codes (code 400=yielded jaws). Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.